Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance. The lead was explanted and replaced. The patient had no adverse consequences.